Event description:
A customer contacted stryker to report that their device failed to power on during intervention on a patient. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device failed to power on during intervention on a patient. This issue is patient related, however there was no adverse patient outcome reported.